Event description:
It was reported that the patient had high impedance detected on their generator. It was reported that the patient's impedance value was within normal limits "recently." An x-ray image was received with the report; however the image could not be reviewed for proper pin insertion or possible lead fractures as it was a poor quality compressed image. No known relevant surgical intervention has occurred to date. No further relevant information has been received to date.